Event description:
The impedance measurements at implant were greater than 40,000 ohms with: c0, c1, c2, c3, c8, c9, c10 and c11. The company representative confirmed on (B)(6) 2013 that everything was ok. The high impedance measurement was after the ins was implanted but intraoperative. The ins was not in contact with the patient body, so all impedance against case must be very high.

Manufacturer narrative:
(B)(4).